Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission on (B)(6) 2018, noise reversion episodes and high right ventricular lead impedance were observed. Programming changes and further testing were suggested.